Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that one year and 8 months after the dental implant was installed in intraoral region #7 it was verified its non osseointegration. 90 ncm of primary stability was achieved and immediate load was performed.